Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter was reported via phone call that, the customer had low blood glucose of 40 mg/dl and current blood glucose was also same. Patient has treated with food and glucose tablets. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Troubleshooting determined that, the device should be replaced. The customer advised to discontinue use of the pump and revert to backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating current, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and passed the displacement accuracy test. No under delivery anomaly noted during test.